Event description:
It was reported that during an lar procedure, the tissue pad was falling out. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.